Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device header was examined. Visual inspection noted that the setscrew was stuck in the down position. A torque wrench was used and the setscrew was successfully loosened. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Representatives from our quality assurance, manufacturing, and design engineering groups are actively investigating this behavior. Our ongoing investigation efforts are currently focused on understanding the root cause to mitigate the potential for setscrew issues when disconnecting the electrode from these s-icds. Information gained through these efforts will be utilized to implement appropriate preventive action(s), as necessary. Patient code (B)(6) used to capture the surgical intervention.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted and replaced due to a product advisory related to the battery. During the procedure, the set screw was stuck in the down position. Mineral oil was applied and a non-torquing wrench was used and the set screw was successfully loosened to remove the electrode. Another device was successfully implanted. No additional adverse patient effects were reported. This device was included in the (B)(6) 2018 sq-rx model 1010 pg shortened replacement interval advisory population. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device header was examined. Visual inspection noted that the setscrew was stuck in the down position. A torque wrench was used and the setscrew was successfully loosened. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Patient code 3191 used to capture the surgical intervention.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted and replaced due to a product advisory related to the battery. During the procedure, the set screw was stuck in the down position. Mineral oil was applied and a non-torquing wrench was used and the set screw was successfully loosened to remove the electrode. Another device was successfully implanted. No additional adverse patient effects were reported. This device was included in the november 2018 sq-rx model 1010 pg shortened replacement interval advisory population.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. (B)(4)..

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted and replaced due to a product advisory related to the battery. During the procedure, the set screw was stuck in the down position. Mineral oil was applied and a non-torquing wrench was used and the set screw was successfully loosened to remove the electrode. Another device was successfully implanted. No additional adverse patient effects were reported. This device was included in the november 2018 sq-rx model 1010 pg shortened replacement interval advisory population.